Event description:
When inserting the vena cava filter device into the left femoral vein of the patient the device started to deploy. This happened despite the safety mechanism to prevent this. The catheter was removed. A second boston scientific vena cava filter placement was attempted. When advancing the sheath the device deployed on its own despite the safety mechanism. This sheath was removed and the device from another company was used without further incidence. Pressure to the site had to be held for approximately one hour to stop the bleeding after the procedure.